Event description:
Patient revised because of pain and instability, found osteolysis and polyethylene wear of glenoid.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database for the head found no prior reports for the part and lot number combination. The glenoid part and lot information is unknown. Provided information states the products have been implanted for seventeen years. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.